Event description:
Pt implanted with lactosorb panel & screws 2006. Pt developed infection, pseudomas, and was treated with antibiotics, via IV for about 10 days.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event.